Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual inspection was performed. The reported condition of a separated luer cap was confirmed. The root cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Batch review determined that no nonconformance reports were opened during manufacturing of this device. This device is a single use device and was discarded. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.

Event description:
It was reported to baxter (B)(4) that an intermate lv 100 device had detached blue winged luer cap before use. There was no patient injury or medical intervention reported. No additional information is available at this time.